Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a040103 captures the reportable event of material fragmentation. Imdrf impact code f23 captures the reportable event of retrieval of the device.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used in a procedure on unknown date. During the procedure, while inserting biopsy forceps a small piece of rubber detached from the device and then fell inside the patient's body. The fragment was retrieved by the physician using biopsy forceps. The procedure was completed with another of the same device. There were no reported patient complications as a result of this event.